Event description:
The customer reported the evis exera iii video system center is unable to display image with the 180 scopes. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that the unit display image with the 190 scopes. Multiple 180 scopes and maj-1430 scope communication cables were attempted with the processor. Several of the 180 scopes attempted operated as normal and the ones that did not work were tested on a second known good cart with no issues. A follow up was made to obtain additional information on device return and issue resolution status. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.